Manufacturer narrative:
Investigation: visual inspection revealed that the coil end shunt tip had been broken off in half by the lumen. The non-coil end shunt tip was received attached to the thread and tab. There was no evidence of blood on the device. Based upon the received condition of the device, the reported complaint 'shunt was found broken at the time of removal" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the shunt was found broken at the time of removal. The complaint report stated "when the user finished the suture procedure, he wanted to take it out but he found of-1750 had already broken". A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.